Event description:
Boston scientific received info that the pt with this right ventricular (rv) lead presented to the ER because they were not feeling well. The lead was discovered to have dislodged. A lead revision procedure was scheduled. No additional adverse pt effects were reported. Available info indicates that the lead remains in service. As of today, no additional info is available and at this time, our investigation is complete. Should additional info become available, this report will be updated. The date of implant was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.